Manufacturer narrative:
Batch review performed on 23-sep-2025: liner: mpact dm 01.26.2846mhc double mobility hc liner ø28/dmc (k241767) lot 2338169: (B)(4) items manufactured and released on 12-dec-2023. Expiration date: 22-nov-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Ball heads: mectacer 01.29.202 mectacer head biolox delta dia.28 12/14-m (k112115) lot 2510685: (B)(4) items manufactured and released on 05-may-2025. Expiration date: 15-apr-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.

Event description:
The patient came in due to signs of an infection and the cause is unknown. About 2 weeks after the primary surgery, the surgeon performed a wash out and revised the liner and head. The surgery was completed successfully.